Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Reportedly, smart device operating system was not a supported system. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be the patient closed mobile app. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.